Event description:
The end user was driving the chair in their home when an electrical connector allegedly became disconnected, causing the chair to come to an immediate halt with such force that it threw end user from the chair onto the floor, causing end user to break their femur.